Manufacturer narrative:
Product ID 37612, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via the rep stating the cause of the short circuit was unclear. Electrode impedances were tested. The guidance for bipolar contact 2 and 3 was "avoid" due to low readings. The patient was programmed around the short and was receiving therapeutic benefit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having a revision surgery because the ins was draining quickly due to being programmed on two short circuits. Contacts 3 and 2 measured 59 ohms and contacts 11 and 10 measured 100 ohms. It was stated the shorts were identified when the ins was implanted but the patient was still programmed on them. The ins had rapid depletion and was programmed at relatively high settings/interleaving (6.5 v). The settings with the new ins were reprogrammed to remove the use of the short circuits. No patient symptoms were reported. No further complications were reported or anticipated with this event. Refer to manufacturer report #3004209178-2019-02787 for details pertaining to the related reportable event.